Event description:
Technician said the ticking was cut. He said fluid got inside the mattress. He said the bed did not have a pt in the bed. It was in storage for two years.

Manufacturer narrative:
Tech replaced shear liner, fire barrier and ticking to repair this bed. Pursuant to our response to warning letter 2008-dt-04, hill-rom is continuing its retrospective review of events for reportability. This effort will continue until we are current.